Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using the bd alaris¿ pump module smartsite¿ infusion set, the tubing had a hole and leaked chemo medication. The following information was provided by the initial reporter: we had an incident with one having a hole in the tubing which caused chemo medication to leak.

Manufacturer narrative:
H6: investigation summary: a complaint of a hole being found in the tubing causing leakage was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that while using the bd alaris¿ pump module smartsite¿ infusion set, the tubing had a hole and leaked chemo medication. The following information was provided by the initial reporter: we had an incident with one having a hole in the tubing which caused chemo medication to leak.